Event description:
--

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection verified that the left ventricular (lv) lead was still attached to the device when received in the lab. Attempted to remove the lv lead from the device, but a torque wrench could not be inserted into the setscrew in order to loosen it. The lv tip seal plug was removed and it was noted that the terminal block area and top of the setscrew was covered with encrusted blood and body fluid. The terminal block area and setscrew hex slot were cleared and cleaned of the blood and body fluid and then the setscrew was able to be loosened with a normal 6628 orange torque wrench. The lead was removed and sent for sterilization. The setscrew was removed and inspected and it was noted to have encrusted blood and body fluid on the setscrew threads. The device was put through and passed a series of automated diagnostic testing that verifies the performance of defibrillation, pacing, sensing and recording functions of the device.

Event description:
Boston scientific received information that this device was explanted for an unspecified reason. The device was returned for testing and visual inspection noted there was a lead still stuck in the device and the setscrews were unable to be loosened to remove the lead.

Manufacturer narrative:
This product issue will be updated when device evaluation is complete.